Event description:
It was reported by sales consultant that the hospital implant manager reported that two application instrument guns that were broken. The sales consultant confirmed that there was no patient involvement and there was not a procedure taking place. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the product investigation reported the device does not show any markings on its components which would indicate extensive use. No components are missing or seems to be loose. The sheet metal components which prevent the user from tensioning while cutting are deformed. The deformed sheet metal components are symmetrically deformed and prevent the user from tensioning the inserted devices with the instrument. The root cause of this deformation can not be identified by product development. The inspection of the returned device performed as part of the manufacturing investigation reported received 1 article of zip fix instrument, part#03.501.080, lot#8533967 (lot size of (B)(4) piece) for manufacturing investigation. The locking springs of the cutting latch are strongly bent inwards. Review of the device history record showed that there were no issues during manufacturing of the product that would contribute to this complaint condition. The operating lever can not be operated, although the cutting lever is in the locking springs. The operating lever should be operable in this position. The operating lever can not be operated due to the strong bending of the locking springs. Only high force may have led to bend the locking springs. Why the springs are bent could not be found. Functional tests were performed during manufacturing. Zip fix instrument passed all these tests with no deviations. Information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.